Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal insulation was defective/torn. A piece of metal was protruding on opening the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: the procedure was completed robotically with no patient harm. The customer did not observe any arcing/sparking/smoking or thermal damage. A backup synchroseal was used to complete the procedure. It dealt with an esophagus operation.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint of a protruding metal part and torn synchroseal. Visual inspection was performed, and the instrument was found to have a torn jaw cover. The tear measured approximately 0.123" in length. No material appeared to be missing. As a result, one of the bases of the grip tips protruded out when the grip tips were open. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Energy delivery was performed and passed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No failures found during log review. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.